Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue as "the meter only showed the time/date, but nothing was flashing, this occurred when attempting to blood test". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.